Event description:
Metal tips of two ligasure handpieces used for laparoscopic surgery felt warmer than usual. Staff suspect that eeither ligasure machine or ligasure handpieces may be overheating. No harm to patient.